Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) the cartridge being used cracked. A site visit found the plunger on the handpiece to be bent, which could have caused the cartridge to crack. Additional information was requested.

Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. A company iii injector sample was not received at the manufacturing site for evaluation for the report of the cartridge cracked during the delivery; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Photo provided was reviewed by the manufacturing site. Photo is of the cartridge and lens. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).